Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The caller stated that the insulin pump was off, and they have changed the battery, but the device still did not power on. The blood glucose at time of call was 615mg/dl. It was stated that the customer recently was diagnosed with gastroparesis. The customer was sick for several days, and she did not check her blood glucose. The caller also stated that the customer was in the emergency room on (B)(6) and (B)(6) 2013 due to high blood glucose, abdominal pain, and diabetes ketoacidosis. Troubleshooting was performed, and it appeared that the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.